Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, can not complete ligation. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # k92k76. The analysis results found that the mcm30 device was returned with no damage in the external components. In addition, 1 clip malformed was returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 10 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained. Please clarify what is meant by ¿cannot complete ligation¿? No clips when firing. Was there an issue with the clip formation? Yes. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.